Manufacturer narrative:
Date of birth: (B)(6) 1934. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. On (B)(6) 2011, the patient presented with crushing central chest pain accompanied by profuse sweating and headache and was diagnosed with myocardial infarction (mi). Subsequently, the patient was referred for cardiac catheterization. The index procedure was performed. The target lesion was re-stenotic lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 8 mm long with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of 12mm x 3.00mm taxus element stent. Following post dilatation, the residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient died of unknown cause. No actions was taken to treat this event. Autopsy was not performed and no further information is available.